Event description:
Additional information received reported that the patient was scheduled for surgery on (B)(6) 2013. It was stated that the doctor was going to perform a battery change and a pocket revision.

Event description:
Follow up information reported that the patient was doing well and continued to get effective therapy. It was also reported that the ins was now in a better location for them. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient was going to have a pocket revision to move the implantable neurostimulator (ins) from buttocks to the ¿trunk¿ due to patient losing weight. It was stated the patient had lost about 40 pounds and planned to lose more. It was also stated the ins was uncomfortable in the current location and was moving around. It was noted the patient was not using the ins and experienced uncomfortable stimulation with positional changes. Reportedly, the ins was planned to be replaced with a new model. It was reported the patient was to undergo pocket revision and battery replacement. It was stated surgery had been submitted to insurance and awaiting approval.

Event description:
Follow up information received reported that implantable neurostimulator (ins) was replaced and a pocket revision performed on (B)(6) 2013. The patient was scheduled for a post-operative visit on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n278806, implanted: (B)(6) 2011, product type accessory; product ID 3 55531, lot # n300858, implanted: (B)(6) 2011, product type screening device; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).